Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The backup system controller and its log file were not available for evaluation. The reported incident of difficulty in connecting the driveline to the system controller could not be confirmed. A review of the device history records revealed that the device met applicable specifications. The primary system controller was received for evaluation. The log file submitted for review contained data over approximately 1.5 hours on (B)(6) 2016 from 6:39am to 8:05am, per the timestamp. In the first event of the log file, at 6:39:54am, a yellow wrench was active due to a driveline fault. Two minutes later at 6:42:09am the driveline was disconnected and the driveline fault alarm cleared. The driveline was disconnected for approximately 17 minutes before it was reconnected at 6:59:43am. The controller operated the pump at or above the low speed limit throughout the log file while the driveline was connected. The log file retrieved from the returned system controller contained identical information to the submitted log file with the exception of the driveline fault which had been overwritten by subsequent data. The returned primary system controller passed all functional testing. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during an attempt to switch out system controllers, the patient was unable to connect the pump driveline to the backup system controller and subsequently expired. As reported by the patient's spouse, the patient awoke that morning to a driveline fault alarm and was determined to perform a system controller switch. The patient's spouse wanted to contact the vad coordinator, but the patient advised not to call. The patient disconnected the driveline but then was unable to re-connect to the backup system controller. The patient asked the spouse to call 911 prior to losing consciousness. Upon arrival, emergency medical services found the patient unresponsive with the primary system controller sounding a driveline disconnected alarm. It was unclear how long the driveline had been disconnected. The paramedic reconnected the driveline to the primary system controller, and a low flow alarm sounded. The electrocardiogram showed ventricular fibrillation and the patient was not breathing. The patient was defibrillated, establishing an organized heart rhythm. The low flow alarm resolved. The patient was still not breathing and was intubated. The patient was air transported to the implanting center. Upon arrival in the emergency department the patient's pupils were fixed and the low flow alarm was continuous. The patient was defibrillated multiple times for ventricular fibrillation without sustained success. The lvad estimated flow was below the calculated range. Resuscitation efforts were not successful and the lvad was turned off. No additional information was provided.